Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage. (B)(4). No sample received.

Event description:
The patient's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received. Per additional information received, the patient has experienced anterior perigraft erosion and approximately 1 to 1.5 cm eroded graft in midline, and underwent anterior repair through old incision. The patient required surgical and non-surgical interventions.